Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock lead impedances, greater than 125 ohms. The cause could not be determined under fluoroscopy. The physician's best assessment is that there was scar tissue built up on the lead tip, causing the high impedance. The lead was subsequently removed and replaced. No additional adverse patient effects were reported.